Event description:
During preventive maintenance testing at the user facility, it was noted that the device door roller and pin were broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.